Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left circumflex artery that is 80% stenosed. Pre-dilatation was performed with a 2x12mm balloon and a 3.0x33mm xience xpedition stent was deployed at nominal pressure. Post dilatation was preformed with a 3.0x12mm non-abbott balloon and a dissection was noted at the distal end of the stent. A non-abbott 2.75x16mm stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.